Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endomeiritis'), device dislocation ('migration: yes') and device breakage ('device breakage/ fracture') in a 29-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, scoliosis, post-traumatic stress disorder, bowel obstruction, insomnia, anemia, weight loss, headache, constipation, vaginal hysterectomy, laparoscopy, esophagogastroduodenoscopy, colonoscopy, bowel resection and fibromyalgia. Concurrent conditions included cyst, pap smear abnormal, adenomyosis, migraine, vomiting, nausea, diarrhea, low back pain, breast tenderness, dysuria, paraovarian cyst, left upper quadrant pain, gallstones, inflammatory bowel disease, fatigue, discomfort, fever and pelvic abscess. Concomitant products included paracetamol (acetaminophene) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety/mental anguish"), urinary tract infection ("bladder/urinary problems"), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems"), depression ("depression"), post procedural complication ("post removal complication-yes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), bupropion, duloxetine, hydroxyzine, lorazepam, mirtazapine, nsaids, pantoprazole, trazodone and surgery (total hysterectomy and hysterectomy (full), d and c). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, device dislocation, anxiety, urinary tract infection, vaginal haemorrhage, depression, dysmenorrhoea, post procedural complication, cystitis, vaginal infection and vaginal discharge outcome was unknown, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia and bladder disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment forpelvic/ abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, she did not received treatment for psych injury discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Pathology test - on (B)(6) 2011: chronic endomeiritis within proliferative endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event " genital infection , vaginal discharge and vaginal infection was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), urinary tract disorder ("bladder/urinary problems"), abdominal pain ("abdominal, chronic pain") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, urinary tract disorder, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, she did not received treatment for psych injury discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury ,bladder/urinary problems, migration added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endomeiritis'), device dislocation ('migration: yes'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, scoliosis, post-traumatic stress disorder, bowel obstruction, insomnia, anemia, weight loss, headache, constipation, vaginal hysterectomy, laparoscopy, esophagogastroduodenoscopy, colonoscopy, bowel resection and fibromyalgia. Concurrent conditions included cyst, pap smear abnormal, adenomyosis, migraine, vomiting, nausea, diarrhea, low back pain, breast tenderness, dysuria, paraovarian cyst, left upper quadrant pain, gallstones, inflammatory bowel disease, fatigue, discomfort, fever and pelvic abscess. Concomitant products included paracetamol (acetaminophene) for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety/mental anguish"), urinary tract disorder ("bladder/urinary problems"), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems") and depression ("depression"). The patient was treated with bupropion, duloxetine, hydroxyzine, lorazepam, mirtazapine, nsaids, trazodone and surgery (total hysterectomy and hysterectomy (full), d and c). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, device dislocation, device breakage, anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment forpelvic/ abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, she did not received treatment for psych injury discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Pathology test - on (B)(6) 2011: chronic endomeiritis within proliferative endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record dyspareunia, pelvic pain, dysmenorrhea, vaginal hemorrhage, abdominal pain, depression. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and medical records received: reporter information, lab data, medical history, treatment drug was added. New events: chronic endometritis, abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression, device breakage, dysmenorrhea (cramping) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endomeiritis'), device dislocation ('migration: yes'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, scoliosis, post-traumatic stress disorder, bowel obstruction, insomnia, anemia, weight loss, headache, constipation, vaginal hysterectomy, laparoscopy, esophagogastroduodenoscopy, colonoscopy, bowel resection and fibromyalgia. Concurrent conditions included cyst, pap smear abnormal, adenomyosis, migraine, vomiting, nausea, diarrhea, low back pain, breast tenderness, dysuria, paraovarian cyst, left upper quadrant pain, gallstones, inflammatory bowel disease, fatigue, discomfort, fever and pelvic abscess. Concomitant products included paracetamol (acetaminophene) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety/mental anguish"), urinary tract disorder ("bladder/urinary problems"), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems") and depression ("depression"). The patient was treated with bupropion, duloxetine, hydroxyzine, lorazepam, mirtazapine, nsaids, trazodone and surgery (total hysterectomy and hysterectomy (full), d and c). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, device dislocation, device breakage, anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment forpelvic/ abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, she did not received treatment for psych injury discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Pathology test - on (B)(6) 2011: chronic endomeiritis within proliferative endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record dyspareunia, pelvic pain, dysmenorrhea, vaginal hemorrhage, abdominal pain, depression. Lot number: 50512943, manufacturing date: 2010/06, expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), device dislocation ('migration: yes') and device breakage ('device breakage/ fracture') in a 29-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, scoliosis, post-traumatic stress disorder, bowel obstruction, insomnia, anemia, weight loss, headache, constipation, vaginal hysterectomy, laparoscopy, esophagogastroduodenoscopy, colonoscopy, bowel resection and fibromyalgia. Concurrent conditions included cyst, pap smear abnormal, adenomyosis, migraine, vomiting, nausea, diarrhea, low back pain, breast tenderness, dysuria, paraovarian cyst, left upper quadrant pain, gallstones, inflammatory bowel disease, fatigue, discomfort, fever and pelvic abscess. Concomitant products included paracetamol (acetaminophen) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety/mental anguish"), urinary tract infection ("bladder/urinary problems"), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems"), depression ("depression") and post procedural complication ("post removal complication-yes"). The patient was treated with aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), bupropion, duloxetine, hydroxyzine, lorazepam, mirtazapine, nsaids, pantoprazole, trazodone and surgery (total hysterectomy and hysterectomy (full), d and c). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, device dislocation, anxiety, urinary tract infection, vaginal haemorrhage, depression, dysmenorrhoea and post procedural complication outcome was unknown, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia and bladder disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment fetopelvic/ abdominal, chronic, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, she did not received treatment for psych injury. Discrepancy of date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Pathology test - on (B)(6) 2011: chronic endometritis within proliferative endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Event post procedural complication added. Event outcome updated for device breakage, bleeding and pelvic pain. Event genital haemorrhage updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.